Event description:
It was reported that the device was discovered to be unusable during routine check. Using a new battery did not change the unit's status. No patient involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. The investigation confirmed that the device would not power and was due to an open fuse. When the fuse is replaced, it opens when the device is powered up. Multiple components on the circuit board involved were analyzed to identify the cause but the results are inconclusive. Due to not identifying the actual cause of the failure, the circuit board was replaced to resolve the issue. Upon replacement of the circuit board, the device passed all release testing and returned to the customer.